Event description:
The customer reported unresponsive buttons and a frozen screen. Troubleshooting was performed, and some of the buttons began to function. Advised that the insulin pump would be reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and no button response due to the keypad connector not being plugged in properly.